Event description:
Increased frequency of nasal congestion and sinus pressure not related to upper respiratory infections or allergies. Received notice from philips around 2021 that my dreamstation CPAP machine had problems with the sound abatement foam degradation and organic compound emission. FDA safety report ID# (B)(4).